Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs0224 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
The facility reported to the tm that upon opening the PICC kit there was noted to be brown "shavings" within the kit (between the first and second sterile packaging). The kit was not used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a foreign material on a product is confirmed; however, the exact cause is unknown. One csr wrap which was wrapped around a surgical gown was returned for evaluation. An initial visual observation showed an orange-ish brown residue taped to the csr wrap. The csr wrap appeared to have been cut in multiple locations on one side of the wrap adjacent to the residue. A microscopic observation revealed the residue was granular and appeared to be crystalline and made of many small particles. There was a large amount of this residue in one location and smaller, less concentrated amounts of the residue were observed surrounding it. When the tape was peeled back, some of the residue was left on the csr wrap, but most of the residue stayed together on the tape. Because the sample was returned out of its original packaging, it was not possible to determine the origin of the residue observed on the returned csr wrap. Possible causes of the residue include contamination before or after the kit was opened. Manufacturing facility evaluation, the sample was returned opened it is impossible to determinate when or where the foreigner material came in contact with the component. The cause of this condition is unknown. A lot history review (lhr) of recs0224 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the tm that upon opening the PICC kit there was noted to be brown "shavings" within the kit (between the first and second sterile packaging). The kit was not used.